Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in ireland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during maintenance, the unit needed a repair as it was found to have a damaged width plate (1,2,3 inch), worn reciprocation arm, and control bar calibration. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.